Manufacturer narrative:
The sample was received and visual inspection was performed. The electrical circuit wire track is broken approximately the same distance distally and proximally of the blade length. Dimensional and functional inspections of the product involved in the complaint were not conducted since the complaint was not related to a dimensional and functional nonconformity. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be established. The circumstances of the packaging, shipping and handling of the device is unk; therefore, it is unk if this contributed to the reported defect. No corrective preventative actions will be assigned. There will however be continued monitoring and trending related to this complaint.

Event description:
The complaint is reported as: the clinician was attempting to intubate a patient and the blade light pipe completely broke which resulted in a disruption of light transmission. The pipe bundle broke in the curve as the bundle was leaving the base of the blade. There was no report of broken pieces of plastic entering the patient's mouth. The clinician replaced the broken blade with another functioning blade. There was no patient harm reported.